Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was initially placed interrupted on subcutaneous layer. The suture was tied subcutaneously. Ten tissue passes had occurred before breakage. In relation to the needle, the approximate location of suture breakage was 9 cm. The suture did break in two pieces. There were no patient consequences were reported.